Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device was received with intermittent button response due to moisture damage on the keypad trace.

Event description:
It was reported that the customer's insulin pump was exposed to moisture and the buttons were unresponsive. After removing the battery and inserting a new battery the buttons responded, but the device alarmed. It was stated that the activate button was not responding during a bolus and easy bolus attempt. Troubleshooting was performed, and the drive support cap appears to be normal. Advised to discontinue the use of the device and revert to back up plan. No further information was provided.